Manufacturer narrative:
The checksum digit feature of the coulter lh 750 hematology analyzer is disabled. The customer barcode symbology is interleave 2 of 5 with no check digit. Sample barcode labels and instrument printouts were requested, but not provided. On (B)(4) 2008, a beckman coulter representative spoke to the customer via phone. The representative informed the customer about the use of the checksum digit feature. On (B)(4) 2008, the field service engineer went to the customer's facility and replaced the barcode decoder board. The fse verified the analyzer was performing to specifications. Root cause was determined to be the checksum digit being disabled. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 3. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00453 and MDR 1061932-2011-00454.

Event description:
On (B)(6) 2008, customer reported sample barcode misidentification when using the coulter lh 750 hematology analyzer. The sample barcode misidentification for this event involved one patient sample. The sample barcode misidentification matched another patient's sample identification. The date of the occurrence is unknown. Printouts from the analyzer were not provided. Customer reported the event on (B)(6) 2008. Erroneous results were reported outside the laboratory. A corrected report was issued. No reports of death or serious injury, and it is unknown if there was an affect to patient treatment as a result of this event. This represents the first of 3 occurrences of this problem, occurring over 3 days.